Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found an area where all internal wires were broken. The root cause of these fractures is unknown as it was reported that the patient didn't experience any trauma, but they were doing active physical exercises in a gym for a long time.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 reporter phone number - (B)(6). During processing of this complaint, attempts were made to obtain complete device information. Date of event is estimated.